Event description:
I had essure placed in (B)(6) 2012. I went back in for the confirmation scan -very uncomfortable test- and was told that one side looked great while the other was in the correct spot but had not caused enough scar tissue to form at that point. In (B)(6), I began having severe abdominal pain that moved even lower if I attempted to do anything active. I went and had an MRI and they discovered that the essure had moved up in my tube and was protruding into my uterus. I then signed up for a tubal ligation -laparoscopic- including the essure coil removal on that side. Once the doctor got in, he discovered that the essure was imbedded in my uterine wall and actually had to open me up to get the coil removed. I had a horrendous recovery post surgery, couldn't lift my breastfeeding (B)(6) old, and had to miss multiple days of work. I also had worked hard to make sure that during my second pregnancy, I would not have to have a c-section unless necessary. I successfully had that baby vaginally, only to be cut open with more of a recovery due to essure later the same yr. I live in fear knowing that the other coil is still in place in my right side. What if it decides to move and causes me further damage or another surgery. Essure by conceptus inc. Has me very concerned about the future of my health.